Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the eval is completed. A lot history record review was completed for the reported product lot number. There was non non-conformance recorded in the lot history. There are no other similar complaints reported against this batch. (B)(4).

Event description:
The hosp reported that during preparation for a coronary artery bypass procedure, when they opened the box the hs iii proximal seal system 4.3mm was cracked. A replacement device was used to complete the procedure.